Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the ps4 power supply and rotational controller. The rotational and orbital potentiometers and the remote user interface were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a motion error message outside of a procedure. No pt injury was reported.